Event description:
It was reported that during a ptca procedure in a sub occluded artery, the shaft of the catheter broke during removal and was removed without incident. No pt injuries or complications occurred.